Manufacturer narrative:
The missing data in the history was not specified in the customer complaint notes. Unable to verify history anomaly. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/no delivery test and excessive no delivery test. Unit was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Unit had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's mother reported that healthcare professional advised that there was missing data from history file in carelink pro and as a result is requesting for insulin pump to be replaced. It was also reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 617 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. It was reported that customer was feeling ill two days prior to emergency room visit. Customer was hospitalized and released the following day. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting.